Event description:
Customer reported that intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Elevated bg was addressed by manual insulin injection. Tandem customer technical support offered to complete a system check to identify the location of the blockage; however, the customer declined troubleshooting. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.